Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-06542 it was reported the patient experienced discomfort located at the ipg site and ineffective stimulation. As such, a lead was added and the ipg was explanted and replaced to address the issues on 29sep2023. Reportedly, the pain at the ipg site has resolved and the patient has effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.